Event description:
In the process of assisting w/a procedure, a rn attempted to withdraw bupivacaine 0.5% 10 ml single use vial after administering same volume of air prior to withdrawal. When administering the air volume, the vial flew off the stopper. She attempted similar maneuver with a smaller air volume (2 ml administered for a 3 ml withdrawal) in a second vial with similar results. No one sustained any injury. Vials noted as below: hospira, lot 89-469-dk exp 5/1/2012; hospira, lot 80-173-dk exp 8/1/2011. Pharmacy staff member attempted this with a separate vial (different lot# with the same result). Dose or amount: #1 and #2: 10 mg, frequency: once, route: injection. Diagnosis or reason for use: #1 and #2: clinic procedure.